Manufacturer narrative:
(B)(4). The product was not available for manufacturers' laboratory investigation. By the event information it was determined that high doses of propofol were applied. The customer mentioned pictures of the device are looking very lipid based. The IFU of hls set advanced 7.0 / 1.1 / us / g-641 /03 states the following warning: if injection anesthetics such as propofol are used, they should not be administered directly upstream the oxygenator. Furthermore, they should only be administered in small bolus amounts or low volumes per unit of time. Excessively large drug boluses may impair the function of the oxygenator due to fat deposits. Most probable the reported event was caused by high doses of propofol and was not to be attributed to a device related malfunction. Based on these results and the information available at this time the oxygenator operated within maquet cardiopulmonary specifications. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
Received additional information on (B)(4) 2015- that there was a second oxygenator involved in this case. Large clots in the oxygenator. Second change out event (B)(6) 2015. Started again on propofol (B)(6) 2015, 25mcg/kg/hour. Patient receiving high doses of propofol, had a very serious oxygenator pump failure. Propofol was delivered via a central line. Oxygenator pao2 decreasing more rapidly (post) delta change in pressure. Slow increase (>15 points) then a rapid right before decision to change circuit (40 points). No absolute consequences to the patient, we were able to manage changing the circuits out prior to system shutting down in any way: loss of volume. Having to transfuse patient post change outs paralyze patient. Increase in mechanical ventilation to maintain oxygen saturations during change over = plat > 43 for three minutes. (B)(4). This complaint is related to ref (B)(4) (medwatch mfg report# 8010762-2015-01104 and importer # (B)(4))- initial device.